Event description:
Follow-up identified the issue resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during postoperative follow-up a pressure ulcer was observed below the patient's scs ipg in the left buttock area. As a result, antibiotics were prescribed prophylactically. Reportedly, three subsequent follow-ups ranging from (B)(6) 2017 revealed inflammation, fluid drainage, 2 additional pressure ulcers, as well as a small fistula in the inferior aspect of the left buttock. As such, alternate antibiotic treatment did not resolve the issue. Moreover, surgical intervention was undertaken on (B)(6) 2017 wherein the entire scs system was explanted due to ipg erosion and a suspected infection. Cultures were performed with negative preliminary results. Postoperative evaluation is pending.